Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. Since it is unknown which device is directly implicated in this complaint, (B)(4) / (B)(6) / UDI-di (B)(4) will be included on this report. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak, aneurysm enlargement, and embolization (micro and macro). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2017, the patient underwent an endovascular procedure utilizing two gore® excluder® aaa endoprosthesis (trunk ipsilateral leg c3 and contralateral leg). On december 01, 2023, the field sales associate was notified by the physician that he plans to do an angiogram on (B)(6) 2023, as the physician suspects there might be an endoleak but not sure which type and a possible reintervention will be done the same day, if endoleak is present. On (B)(6) 2023, during the follow up angiogram, a type 2 endoleak was found and physician treated with coil embolization in the lumbar artery and that should resolve the endoleak as the lumbar artery was feeding the aneurysm sac that led to the type 2 endoleak and size of the aneurysm growth is unknown. Physician did not implant any new devices. Patient tolerated the procedure.